Event description:
The customer reported they are frequently changing batteries due to devices not being plugged in. The customer states they are not prematurely being changed, but they are going through a cycle where a lot of their batteries are over 2 years old. There was no patient involvement.

Manufacturer narrative:
The reported event of frequently changing batteries file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The reported event of frequently changing batteries file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported they are frequently changing batteries due to devices not being plugged in. The customer states they are not prematurely being changed, but they are going through a cycle where a lot of their batteries are over 2 years old. There was no patient involvement.